Manufacturer narrative:
(B)(4).

Event description:
The patient experienced severe shocking sensation at the lead-extension connection while changing positions. This started a few weeks ago. Palpating caused stimulation changes. Additional information has been requested.